Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. A review of the available diagnostic data showed no indications of a device malfunction. The device was not available for return.

Event description:
It was reported to nevro that the patient¿s device was removed. It was noted that the device was close to the patient's spine. Nevro attempted to obtain additional information regarding the device removal but was unsuccessful.